Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A laser technician reports they smelled fluorine gas in the treatment room when the system was turned on. No user or patient injury was reported. Additional information has been requested.